Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was not reported. The patient was hospitalized and was treated with vancomycin and cefepime (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Ten days after the event onset, the patient's pd catheter was removed due to the patient not recovering. The patient was started on hemodialysis one day later. No additional information is available.